Manufacturer narrative:
Concomitant medical products: 1388t lead, implant date (B)(6) 1998; 694765 lead, implant date (B)(6) 2003; dtma1d1 crtd, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was reported that no capture and high thresholds were noted on the epicaridal (left ventricular) (lv) lead. Due to the occlusion the lead could not be replaced however a revision was performed and an adapter was placed instead. Thresholds were then satisfactory. No further patient complications have been reported as a result of this event.